Event description:
During a laparoscopic oophorectomy the blade broke off into the patient. Performed an x-ray to locate and retrieve tip. Two hours additional anesthesia required while surgeons searched for tip. No additional patient consequence.